Manufacturer narrative:
Citation: cruz-gonzalez et al. Coronary angioplasty with catheter extension following transcatheter aortic valve implantation. Rev esp cardiol (english edition). 2014 dec;67(12):1066-7. Doi: 10.1016/j.rec.2014.07.017. Epub 2014 nov 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe aortic stenosis who underwent successful implant of a medtronic 36mm corevalve bioprosthetic valve (unique device identifier numbers not provided). Two post-implant the patient was diagnosed with acute coronary syndrome. Coronary angiography revealed 90% stenosis in the proximal circumflex artery, and the decision was made to perform angioplasty. During the procedure a monorail catheter extension was advanced over a guidewirewhich provided enough support to advance and implant a drug-eluting stent, with good angiographic results and no complications. The authors commented that the design of the corevalve prosthesis can complicate access to the coronaries due to the lack of support, and recommended use of the catheter extension to aid in successful stent delivery. No additional adverse patient effects or product performance issues were reported.